Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering and because of that customer experienced low blood glucose 70mg/dl. Customer treated low blood glucose level with glucagon and food. After assisting with troubleshooting found that customer reservoir was not pressed, pushed and adjusted while connecting.